Event description:
Unomedical reference number (B)(4). Event occurred in the (B)(6). The patient's father reported that tubing detachment occurred where clip attaches the tubing to the cannula and tend to happen after around 24 hours. The sets were worn on the abdomen and the pump was kept in a pouch around the waist. Reportedly, the sets were not exposed to extreme temperatures. There was no stress or pull on the tubing and the pump was not dropped or bumped. The patient's father also stated that there was not a lot of adhesive/sealant holding the set in the place. No further information available.